Event description:
Healthcare professional (hcp) reports a cracked header noted at the onset of the pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss= 200cc. Dialyzer was reused 13 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.